Event description:
The patient's one touch ii meter was reported to have missing segments on the display. This issue was not resolved with troubleshooting. They did contact a medical professional for advice, but the reporter did not know if they had any symptoms. Also, it is unknown if the customer received any treatment. This case is reported as a meter malfunction due to the missing segments issue.